Event description:
Clinical adverse event received for pain in both knees. Device related: information not provided. Procedure related: information not provided. Device location: right. Treatment/impact: no intervention/treatment at this time. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5159943.